Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') in a 40-year-old female patient who had essure (batch no. B02267) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, abortion, multigravida, menarche (11 years old), menstruation normal, fibroadenoma removal and anemia. Denies allergies, comorbidities and use of medications. Previously administered products included for an unreported indication: oral contraceptive nos. Concomitant products included medroxyprogesterone acetate (acetato de medroxiprogesterona) since (B)(6) 2015 for contraception as well as diazepam since (B)(6) 2015 and ibuprofen (ibuprofeno). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("right after being discharged, the beginning of several days as uninterrupted vaginal bleeding, type of bleeding color was different to that of a common menstruation"), pelvic pain ("severe abdominal pelvic pains on the sides of the body in the direction of the fallopian tubes / heavy pain"), back pain ("lumbar pain that radiated from both legs causing a lack of balance"), genital haemorrhage ("abnormal and continuous bleeding"), pyrexia ("fever"), decreased appetite ("absence of appetite"), migraine ("strong migraines"), alopecia ("excessive hair loss"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), vulvovaginal inflammation ("vaginal inflammation") and urinary tract infection ("urinary tract infection"). On (B)(6) 2020, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. In 2020, the patient underwent salpingectomy ("scar (due to the removal of the tubes) (scar three times the size of a cesarean) / aesthetic damage"). On an unknown date, the patient experienced depression ("depressive"), vaginal discharge ("discharge / vaginal discharge with smell / greenish-smelling vaginal discharge"), headache ("headaches") and pain in extremity ("leg pain"). The patient was treated with surgery (bilateral salpingectomy for removal of the essure). Essure was removed on (B)(6) 2020. At the time of the report, the salpingitis, pelvic pain, back pain, genital haemorrhage, pyrexia, decreased appetite, migraine, alopecia, fatigue, dyspareunia, vulvovaginal inflammation, urinary tract infection, depression, salpingectomy, vaginal discharge, headache and pain in extremity outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered alopecia, back pain, decreased appetite, depression, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pain in extremity, pelvic pain, pyrexia, salpingectomy, salpingitis, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal inflammation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2020: serum nickel: < 2 ,00 g/l reference values: unexposed people: less than 2,0 g/l exposed people: less than or equal to 10 g/l. Chest x-ray - on (B)(6) 2020: expanded and transparent lungs, cardiac silhouettes at normal limits. Human chorionic gonadotropin - on (B)(6) 2020: negative. Smear cervix - on (B)(6) 2020: negative for neoplasia, benign, reactive or repairing cellular changes, inflammation. Ultrasound abdomen - on (B)(6) 2020: no alterations. Ultrasound scan vagina - on (B)(6) 2015: transverse image of the uterus with identification of bilateral devices; on (B)(6) 2020: uterus in anteversoflexion with normal dimensions, regular contours and heterogeneous texture due to the presence of a solid nodule in the intramural posterior wall measuring 21 x 13 mm, the main differential diagnosis of which includes leiomyoma; bilateral implanted essure. Lot number: b02267 manufacturing date: 2013/02 expiration date: 2016/02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-mar-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') in a (B)(6) year-old female patient who had essure (batch no. B02267) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, abortion, multigravida, menarche ((B)(6) years old), menstruation normal, fibroadenoma removal and anemia. Denies allergies, comorbidities and use of medications. Previously administered products included for an unreported indication: oral contraceptive nos. Concomitant products included medroxyprogesterone acetate (acetato de medroxiprogesterona) since (B)(6) 2015 for contraception as well as diazepam since (B)(6) 2015 and ibuprofen (ibuprofeno). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("right after being discharged, the beginning of several days as uninterrupted vaginal bleeding, type of bleeding color was different to that of a common menstruation"), pelvic pain ("severe abdominal pelvic pains on the sides of the body in the direction of the fallopian tubes / heavy pain"), back pain ("lumbar pain that radiated from both legs causing a lack of balance"), genital haemorrhage ("abnormal and continuous bleeding"), pyrexia ("fever"), decreased appetite ("absence of appetite"), migraine ("strong migraines"), alopecia ("excessive hair loss"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), vulvovaginal inflammation ("vaginal inflammation") and urinary tract infection ("urinary tract infection"). On (B)(6) 2020, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. In 2020, the patient experienced scar ("scar (due to the removal of the tubes) (scar three times the size of a cesarean) / aesthetic damage"). On an unknown date, the patient experienced depression ("depressive"), vaginal discharge ("discharge / vaginal discharge with smell / greenish-smelling vaginal discharge"), headache ("headaches") and pain in extremity ("leg pain"). The patient was treated with surgery (bilateral salpingectomy for removal of the essure). Essure was removed on (B)(6) 2020. At the time of the report, the salpingitis, pelvic pain, back pain, genital haemorrhage, pyrexia, decreased appetite, migraine, alopecia, fatigue, dyspareunia, vulvovaginal inflammation, urinary tract infection, depression, scar, vaginal discharge, headache and pain in extremity outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered alopecia, back pain, decreased appetite, depression, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pain in extremity, pelvic pain, pyrexia, salpingitis, scar, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal inflammation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - (B)(6) 2020: serum nickel: < 2 ,00¿g/l reference values: unexposed people: less than 2,0¿g/l exposed people: less than or equal to 10¿g/l. Chest x-ray - on (B)(6) 2020: expanded and transparent lungs, cardiac silhouettes at normal limits. Human chorionic gonadotropin - (B)(6) 2020: negative. Smear cervix - on (B)(6) 2020: negative for neoplasia, benign, reactive or repairing cellular changes, inflammation. Ultrasound abdomen - on (B)(6) 2020: no alterations. Ultrasound scan vagina - (B)(6) 2015: transverse image of the uterus with identification of bilateral devices; on (B)(6) 2020: uterus in anteversoflexion with normal dimensions, regular contours and heterogeneous texture due to the presence of a solid nodule in the intramural posterior wall measuring 21 x 13 mm, the main differential diagnosis of which includes leiomyoma; bilateral implanted essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.